Event description:
2 - 3 weeks after an MRI, patient would experience shocks down their legs when laying down, and was unable to turn stimulation up or down.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
B3: date is approximate. Year is confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a manufacturer representative regarding a patient who was implanted with an implantable neurostimulator (ins). Mdt rep was with patient at the time of call and reported that about two weeks ago the patient started to have an issue where they could not turn down or increase stimulation and were seeing the message stating "cannot reach desired settings" on their controller. Rep states that upon looking at their impedances, they are seeing one electrode at 40,000 ohms, although all electrodes are "green". Rep states he re-programmed the patient and avoided that electrode and ran another impedance check that showed one electrode as red with reading at 40,000 ohms. Rep states he has three groups, two programs each with the following parameters: group a1: electrode 4 and 6, a2: 11 and 13, both with a pulse width of 250 and rate of 50 hz. Group b1: electrodes 0, ,1, 4 and 5, and b2: electrodes 8, 9, 10 and 11, both with a pulse width of 200 and rate of 50 hz. Group c1 with electrodes 4 and 5, c2 with electrodes 11 and 12 with a pulse width of 250 and rate of 50 hz. Impedance checks revealed the following: reference of 0: 3 was at 3210 ohms 2 still red at 40,000 ohms reference of 4: everything is green 2 is 40,000 ohms 3 is 2170 ohms reference of 5-15: 2 has high impedance at 40,000 ohms 900-2170 ohms range for remaining electrodes rep states the patient is using a maximum of 1.6 ma. Rep states that while on the phone with ts, he was able to run another impedance check and the impedances would change. Rep also states that they tried just using one lead for programming and were still getting the same error message when adjusting stimulation. While on the call, he reports he was able to get the patient's controller working where she could adjust stimulation, then it would stop allowing her to increase, and then he was able to get it working again before the patient had to leave the appointment. Ts reviewed intermittent impedan ces and advised rep to try re-programming on the lower impedance electrodes. Rep plans to check in with the patient and if needed, meet again to try re-programming again. Rep states he was notified yesterday.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Patient reported cause was unknown, the tech reprogrammed device. Issue has been resolved. Caller called in and noted the pt notified rep today that she is getting 'settings not available' again--the caller noted programming the pt previously and that seemed to have resolved the issue for a time. The caller started the call saying that 'every few months' the pt sees this message. The caller states impedances were normal at the time of implant. The caller states the pt states that she did not have any falls/trauma that prompted this change in impedances/'settings not available'. The caller notes that some of this is positional--the pt may have normal use and then switch positions and 'within seconds' she sees 'settings not available'. Caller states there are high impedances on both leads. Agent reviewed that high impedances are typically lead related, not ins, and the pt may need a revision of their leads. Caller to meet with pt again and check viable contacts, pull reports.